Event description:
Additional information was received from the patient (pt) reporting that after meeting with their physician to address lead migration/recharging issues, the cause was that the charger that they charge their device in their hip was bad. A new recharger was sent out, and they will see their doctor this week regarding resolution. They reported they still have a lot of pain and their toes get numb.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that after meeting with their physician, they reported that their stimulator is not working. They are going to have another stimulator put in. The pt reported that the device in their hip along with the leads will be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that pt called back and stated they need a new antenna, per their manufacturer representative's (rep) instructions. The manufacturer's patient services specialist (pss) asked pt to inspect for physical damage on the recharger and controller port, pt stated there was no physical damage. On the call, pt started a recharge session and was charging at excellent level but then kept getting poor recharge quality. Pt stated controller was at 100% and implant charge was low and red (pt had charged late afternoon yesterday). Pt stated they have been in pain and their implant does not hold the charge long enough ever since they fell. Pt stated they had to recharge more often. Pss asked if controller fell or if it was dropped when pt originally fell, pt denied. Pt stated that the implant was not staying charged long enough to keep the pain away like it used to before the fall. Pss reviewed information. Pss advised pt to follow up with their healthcare provider (hcp) or rep if symptoms continued after using the replacement recharger. A replacement recharger was sent out.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt said they fell last year and their therapy was not working the same after their fall; pt was not getting expected results from therapy. Pt also said they had x-rays performed at hcp's office and leads had dropped down a bit. Pt called their mdt rep. Via phone today and spoke to the rep about the issue. Pt said they had also been experiencing charge duration and frequency issues. Pt mentioned the ins took "forever to charge" and pt had to charge their ins 2-3 times per day when they used to only have to charge 1 time per day. Pt said they had went to their healthcare provider (hcp) this morning and met with another hcp. Pt had another appointment with hcp office on (B)(6) 2023. Pt said the charge duration and frequency issues did not happen right when they fell (when asked about the event date, pt said "awhile ago" and "several months ago"). During the call, the pt inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. Pt was just sent a replacement rtm in (B)(6) 2022. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Product ID 97755 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt called back and reported they received a letter in the mail with follow-up questions from the medical device manufacturer but was not sure how to properly answer by using the form they received. #1 - reported stim leads will be replaced; pt will have trial beginning (B)(6) 2023. Pt said they would get different leads for trial. Pt will be working with a dr. (B)(6) (first name asked, unknown) for the trial at a surgical center in (B)(6) - "pain management associates."#2 - pt reported the ins had not yet been replaced, and sometime after their trial they expect to have the ins replaced. The issue has not been resolved and pt is still in a lot of pain.